Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a saccular 5.5 cm abdominal aortic aneurysm approximately 38 months ago. The aortic neck was 29 mm in diameter and 29 mm in length. The distal aortic neck was 30 mm in diameter. The right iliac artery was 20 mm in diameter and the left iliac artery was 18 mm in diameter. The right and left femoral arteries were 13 mm in diameter. Infrarenal angle was 30 degree. It was reported that a proximal type I endoleak was noted intra-operatively and was corrected by remodeling the stent graft. One month post implant a type ii endoleak was observed and left uncorrected. Seven months later, the type ii endoleak was observed and left uncorrected. Again the type ii endoleak was observed and left uncorrected seven months after that. Approximately three weeks ago, there was stent graft occlusion, stenosis, and unknown endoleak and migration observed. The location of these events is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, stent graft migration, stent graft occlusion). Patient's condition affected effectiveness of device (type ii endoleak). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).